Event description:
It was reported that the user experienced an infusion set leak attributed to an incorrectly deployed infusion set and/or an infusion set connector that was not attached correctly, and the user stated they did not know how to use the specific inset infusion set received. Symptoms included hyperglycemia of unknown magnitude. Outcomes included temporary cessation of pump insulin delivery and transition to subcutaneous insulin via pens, with no alerts or alarms and no medical treatment or hospitalization. Investigation included technical support troubleshooting and user education, along with confirmation of shipping details and issuance of a goodwill replacement contact detach infusion set. Investigation of this case revealed user technique issues related to infusion set selection and attachment. It was concluded that the event was due to user-related handling of the infusion set rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.